Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of death and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article, titled "effect of percutaneous coronary intervention for chronic total occlusion on diastolic atrioventricular coupling in st-elevation myocardial infarction patients" b2, b3, d6a - estimated dates. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects listed in the article will be filed under a separate medwatch report.

Event description:
The article aimed to assess the impact of chronic total occlusion (cto) percutaneous coronary intervention (pci) on left atrioventricular coupling index (laci) in patients with st-elevation myocardial infarction (stemi) and concurrent cto. The cardiovascular magnetic resonance (cmr) substudy of the explore (evaluating xience and left ventricular function in pci on occlusions after stemi) trial included all randomised patients who underwent baseline cmr performed within 5 days after primary pci, and 180 whom also had cmr at 4 months follow-up. Adverse events included all cause death, angina, dyspnea, and myocardial infarction. The article concluded that among patients with stemi and a concurrent cto, an elevated laci early after infarction was independently associated with increased long-term all-cause death. Details are listed in the attached article, titled " effect of percutaneous coronary intervention for chronic total occlusion on diastolic atrioventricular coupling in st-elevation myocardial infarction patients.¿ no additional information was provided.